Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via email), the discharge summary was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the patient has expired after 3 days of implant duration due to unknown reasons. Per the surgeon's comments in the discharge summary: "I discussed the situation with the coroner following the death of patient and decided that I would like a post mortem to establish the cause of death. As yet I have not received the report from the coroner's office. I surmise that it is just due to long standing mitral valve disease that the heart has been unable to compensate for a functioning mitral valve as an acute event."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No response was received from the surgeon despite our repeated attempts by email to contact for return of product and additional information. No customer letter required.